Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer's blood glucose was unknown mg/dl. Customer reported the alarm was resolved by a complete set change. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot.